Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated over-sensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert (lia) were met. 652 of 2423 lifetime ventricle-sic are recorded beginning 2013-08-16. Lia triggered on (B)(4) 2014 due to meeting the requirements for nonsustained tachycardia (nst) and ventricle-sic. There were 2 nst e vents of less than 220 milliseconds, ventricle-ventricle cycle recorded between (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-53 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) sounded due to non-sustained ventricular tachycardia (nsvt), and short interval counts (sics). Increased lead threshold and recurrent noise were confirmed. The lead was replaced. No patient complications have been reported as a result of this event.